Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number. (B)(4).

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Initially reported on MFR 0001822565-2023-02055 on august 4, 2023. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced a peri-prosthetic fracture on an unknown date. Subsequently, the patient had an additional procedure on an unknown date. During the procedure, the patient was implanted with a competitor plate and screws, to stabilize the fracture. No zimmer biomet product was removed or replaced during this procedure.